Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is as stated in the event that the patient fell 5 days post-operatively and as reported, this caused the repair to fail. The directions for use (dfu-0087) warns: post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that a 4.5x15mm bio-composite ft corkscrew was implanted on (B)(6) 2016 to repair a ruptured anterior tibialis tendon. The patient fell 5 days post-operatively and it was reported this caused the repair to fail. A revision surgery was performed (B)(6) 2016 to remove the corkscrew from the patient's medial cuneiform. When the corkscrew was removed, the suture was intact and it was found that the eyelet had failed. An ehl transfer was done with a 4.75mm tenodesis screw to complete the repair.